Manufacturer narrative:
(B)(4). Date sent: 4/2/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unk procedure, in the small intestine split between ge and ea, the stapler did not work as it should. White magazine was used. Instead of closing the intestinal ends and dividing at the same time, the small intestine was only divided but not closed. The intestines were thus completely open after the firing. The situation had to be resolved by suturing one bowel end with continuous v-loc and the other bowel end closed with a white magazine. The surgery was delayed by 10 minutes and completed successfully. No patient consequences were reported.